Event description:
Same case as 2134265-2010-04794. It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. The lesion was located in moderately tortuous and moderately calcified right coronary artery. During the first inflation the 2.5 x 20mm over-the-wire maverick balloon catheter ruptured at 9 atms. A 2.0 x 20mm over-the-wire was then used. This also ruptured on the first inflation at 9 atms. The procedure was then successfully completed with rotational atherectomy. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4): the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)